Manufacturer narrative:
(B)(4). Date sent: 6/9/2023. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2023. Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure that they removed stapler after firing. The scrub tech did not hit the home button to straighten out the jaw and she went to remove the reload by pushing on the shaft of the device and the shaft rolled and the articulation joint broke and as a result you could not straighten or articulate the jaw it was locked in place. Another like device was used to complete the procedure. There were no adverse consequences for the patient.